Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(4) 2014 for investigation. Investigation results as follows: visual inspection was performed and a cracked head restraint bracket was observed. From the condition of the platform, the cause of the damage appears to be wear and tear. The reported user advisory (ua) 41 (patient temperature sensor failure) message could not be reproduced during functional evaluation. The platform ran for 10 minutes using a test manikin and an additional 5 minutes with a large resuscitation test fixture (lrtf) (equivalent to a (B)(6) pound patient), with no issues noted. Further inspection of the platform did not find the patient temperature sensor to have failed, however, it was identified as needing to be replaced as a precaution to prevent future ua 41 faults from occurring. A review of the archive was performed and the reported complaint of the platform displaying a user advisory 41 (patient temperature sensor failure) fault was confirmed. The archive did not show the fault occurring on the reported event date of (B)(6) 2014, however, the fault did occur on (B)(6) 2014. Based on the investigation, the part(s) identified for precautionary replacement is the patient temperature sensor. In summary, the reported complaint of a ua 41 fault occurring was confirmed through archive review. Further inspection of the platform did not find the patient temperature sensor to have failed, however, it was identified as needing to be replaced as a precaution to prevent future ua 41 faults from occurring.

Event description:
It was reported that during a shift check, the autopulse platform displayed a user advisory 41 (patient temperature sensor failure) message that could not be cleared. No patient involvement was reported. No further information was provided.